Manufacturer narrative:
The valve of a 120 8x120mm smart self-expanding stent (ses) was loosened and deploy was started, and it deployed about 5 cm from the tip. At that time, the tuohy borst valve had come off; reattached it and resumed to deploy. Checked with an unknown contrast media, bleeding from the vicinity of the puncture site to the outside of the blood vessel. The doctor tried to stop bleeding with a non-cordis balloon but couldn't. When requested operation from cardiovascular surgery, a cutdown was performed. The smart stent popped out from the puncture site. After cutting the smart stent, it was replaced with an unknown artificial blood vessel. After superficial femoral artery treatment, the wound was closed, and the procedure was completed. The device was stored properly according to the instructions for use (IFU). The temperature exposure indicator on the pouch was not checked to confirm that the black dotted pattern with the grey background was visible. There was no damage noted to the product packaging prior to use. There was no difficulty removing the device from the packaging. There was no difficulty removing the product from the hoop. The device was inspected prior to use and appeared to be normal. No kinks or other damages were noted prior to inserting the device into the patient. The device was prepped properly according to the IFU. There was no difficulty noted during prep. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained in the outer member/sheath when the device was removed from the tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty when flushing the stopcock or the stent delivery system. The lesion was the left common iliac artery and external iliac artery. A cross-over approach was made from the right common femoral artery. However, could not cross the branch part. So, an ipsilateral retrograde approach made from the left common femoral artery. A wire crossed the lesion. A powerflex pro 5 x 40 was inflated as pre-dilation. The target lesion was measured to be 11-12cm. The lesion had both mild calcification and tortuosity. The lesion had a 75% stenosis. The device was not being used to treat chronic total occlusion (cto). A smart stent was inserted with a .35 unknown wire. The stent delivery system did not pass through any acute bends; however, the device did pass through a previously placed stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The sds was not advanced past the lesion and withdrawn back to the lesion prior to stent deployment. The user was holding the handle of the device flat and straight outside the patient. The procedure was completed successfully without patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17998819 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis or images for review, the reported ¿stent delivery system (sds)-ses~ deployment difficulty - inaccurate placement¿ and ¿bleeding¿ could not be confirmed. Bleeding is a well-known potential adverse event and can be resulting from invasive procedures. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this common complication. Although a conclusive root cause may not be determined, bleeding is frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device during use as well as vessel characteristics of a 75% stenosed lesion with mild calcification and tortuosity may have contributed to the reported events. According to the instructions for use (IFU) ¿when treating multiple lesions, the most distal lesion should be stented first followed by the stenting of proximal lesions. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents which have already been placed. Recrossing a partially or fully deployed stent with adjunct devices must be performed with caution.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the valve of a 120 8x120mm smart self-expanding stent (ses) was loosened and deploy was started, and it deployed about 5 cm from the tip. At that time, the tuohy borst valve had come off; reattached it and resumed to deploy. Checked with an unknown contrast media, bleeding from the vicinity of the puncture site to the outside of the blood vessel. The doctor tried to stop bleeding with an non-cordis balloon, but couldn't. When requested operation from cardiovascular surgery, a cutdown was performed. The smart stent popped out from the puncture site. After cutting the smart stent, it was replaced with an unknown artificial blood vessel. After superficial femoral artery treatment, the wound was closed, and the procedure was completed. The device was stored properly according to the instructions for use (IFU). The temperature exposure indicator on the pouch was not checked to confirm that the black dotted pattern with the grey background was visible. There was no damage noted to the product packaging prior to use. There was no difficulty removing the device from the packaging. There was no difficulty removing the product from the hoop. The device was inspected prior to use and appeared to be normal. No kinks or other damages were noted prior to inserting the device into the patient. The device was prepped properly according to the IFU. There was no difficulty noted during prep. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained in the outer member/sheath when the device was removed from the tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty when flushing the stopcock or the stent delivery system. The lesion was the left common iliac artery and external iliac artery. A cross-over approach was made from the right common femoral artery. However, could not cross the branch part. So, an ipsilateral retrograde approach made from the left common femoral artery. A wire crossed the lesion. A powerflex pro 5 x 40 was inflated as pre-dilation. The target lesion was measured to be 11-12cm. The lesion had both mild calcification and tortuosity. The lesion had a 75% stenosis. The device was not being used to treat chronic total occlusion (cto). A smart stent was inserted with a .35 unknown wire. The stent delivery system did not pass through any acute bends; however, the device did pass through a previously placed stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The sds was not advanced past the lesion and withdrawn back to the lesion prior to stent deployment. The user was holding the handle of the device flat and straight outside the patient. The procedure was completed successfully without patient injury. The device will not be returned for evaluation because it was discarded in the hospital.